Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 76" and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine board was removed and returned. The malfunction was duplicated and attributed to a faulty resistor on the pace/defib engine board. The pace/defib engine board was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.